Event description:
It was reported that approximately 12 minutes after starting the treatment with polyflux 14l dialyzer the patient experience nausea, vomiting, and chest tightness. The patient was administered intravenous dexamethasone (5 mg). After the injection, the nausea was relieved; however, the patient still felt "a sense of chest tightness." The patient reported a squeezing sensation in the precordial area and urgency with incomplete bowel evacuation. It was further reported the blood pressure "did not significantly decrease". The dialyzer was replaced and the patient's symptoms improved and treatment was completed. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.